Manufacturer narrative:
Internal complaint reference: case (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through the review of clinical evidence from post market clinical data collection activities that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, the patient underwent a left tka revision due to aseptic loosening as primary diagnosis with bearing wear, osteolysis, instability and failed patellar component as secondary diagnoses. Approximately six (6) months after this procedure, the patient experienced instability in the revised knee and required a second revision. The dates in which the index surgery, first revision and second revision took place are not known. It is also unknown which devices were explanted and/or exchanged during the second revision. This incident was identified in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing tka revision outcomes were gathered; therefore, additional information is not known.

Manufacturer narrative:
Additional information: a4 (patient weight), b3 (estimated occurrence date), b7 (height/bmi added), d4 (expiration date), h4 (manufacturing date added). Corrected data: b5 (narrative updated), d4 (lot number), d10 (lots added for concomitants).

Event description:
It was reported that, the patient underwent a left tka revision in 2008 due to aseptic loosening as primary diagnosis with bearing wear, osteolysis, instability and failed patellar component as secondary diagnoses. Approximately six (6) months after this procedure, the patient experienced instability in the revised knee and required a second revision. It is also unknown which devices were explanted and/or exchanged during the second revision. This incident was identified in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing tka revision outcomes were gathered; therefore, additional information is not known.

Manufacturer narrative:
Given the nature of the alleged incident, the devices could not be returned for evaluation. The clinical/medical investigation concluded that, as the date of this medical investigation the requested supporting documentation has not been provided. Without the requested patient specific documentation, no contributing clinical factors could be definitively concluded. The root cause and/or patients impact beyond that which has already been reported cannot be confirmed nor concluded. No further medical assessment could be rendered at this time. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history of the previous 32 months revealed similar events the listed devices, these failure modes will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. Also, warnings and precautions states that the patient should be warned of surgical risks, and made aware of possible adverse effects. The patient should be warned that the implant can become damaged as a result of strenuous activity or trauma. Besides, possible adverse effects section states that temporary or permanent nerve damage can result in pain or numbness of the affected limb. A review of the risk management files revealed these failure modes and adverse events were previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and events. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, joint laxity or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.